Event description:
The customer reported that while the unit was in use on a pt, some keys on the unit's keypad were inoperable. The pt was switched to another unit and therapy was continued. No pt injury was reported.